Event description:
On (B)(6) 2013, the reporter contacted animas, power (no power) issue. The reporter stated that the pump had recently lost power without user invention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed no power on resets associated with this complaint. There was no damage observed to the battery cap/compartment. The returned cap was able to secure to the pump appropriately. During testing, the pump powered on appropriately. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no defect was found. The complaint could not be duplicated.